Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss over one hour due to the transmitter and app being unable to establish a connection. The reported event of no readings is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.